Event description:
During index procedure patient had one endeavor resolute drug eluting stent implanted in the rca. It is reported that a dissection was caused by an nc sprinter ptca balloon catheter which was used for post dilatation after the first stent was implanted. A second endeavor resolute drug eluting stent was implanted in the rca as bailout to treat the dissection.

Manufacturer narrative:
Evaluation results and conclusion: (dissection). (B)(4).